Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however grommet damage was noted.

Event description:
It was reported that following device change there was noise on the lead, high impedance greater than 3000 ohms, and a significant threshold rise. The lead tested ok on the analyzer. The device was explanted and replaced. The impedance was still greater than 3000 ohms through the new device, so the lead was capped and replaced. No patient complications have been reported as a result of this event.